Event description:
Same case as: 2134265-2010-00236 and 2134265-2010-00237. It was reported that post-coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The chronic total occlusion (cto) target lesion was located in the mid left circumflex (lcx). The lesion was pre-dilated with an unspecified balloon. After pre-dilatation, a taxus liberte' 2.50x20mm stent was implanted. Intravascular ultrasound (ivus) was then performed and revealed "plaqueprolapse" in the proximal portion of the stent and a dissection on the distal edge. A taxus liberte' 3.5x8.0mm stent was "jailed" in the branch vessel and a taxus liberte' 2.5x12mm stent was implanted in the distal portion of the vessel. Ivus confirmed no anomalies present and the procedure was completed. Four days post-procedure, the pt presented with unspecified symptoms. Angiography was performed and revealed occlusion in all three of the previously implanted stents. Additionally, it was noted that the taxus liberte' 2.5x12mm stent which was implanted distally had migrated in a proximal direction. The thrombosis was aspirated and flow was improved. An add'l taxus liberte' 2.5x8.0mm stent was implanted in the vessel and the procedure was completed. No further pt complications were reported and the pt status is reported as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unk and the mfg records for the complaint device could not be reviewed. If there is any further relevant info received, a supplemental medwatch will be filed.

Event description:
Same case as: 2134265-2010-00237 and 2134265-2010-00238. It was reported that post-coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The chronic total occlusion (cto) target lesion was located in the mid left circumflex (lcx). The lesion was predilated with an unspecified balloon. After predilation, a taxus liberte 2.50x20mm stent was implanted. Intravascular ultrasound (ivus) was then performed and revealed ¿plaque prolapse¿ in the proximal portion of the stent and dissection on the distal edge. A taxus liberte 3.5x8.0mm stent was ¿jailed¿ in the branch vessel and a taxus liberte 2.5x12mm stent was implanted in the distal portion of the vessel. Ivus confirmed no anomalies present and the procedure was completed. Four days post-procedure, the patient presented with unspecified symptoms. Angiography was performed and revealed occlusion in all three of the previously implanted stents. Additionally, it was noted that the taxus liberte 2.5x12mm stent which was implanted distally had migrated in a proximal direction. The thrombosis was aspirated and flow was improved. An additional taxus liberte 2.5x8.0mm stent was implanted in the vessel and the procedure was completed. No further patient complications were reported and the patient's status is reported as ¿good¿. It was further reported the patient was being treated with bayasprin and clopidogrel since (B) (6) 2009. The lesion was located in the entire lcx (proximal to distal). The lesion length was 35mm and the reference vessel diameter was 2.5-3.5mm. Additional lesion characteristics include located at bifurcation and tortuous pass located proximal to the lesion. A taxus liberte' 2.5x20mm was implanted at 16atms for 10 seconds. The taxus liberte' 3.5x8mm stent was implanted at 12atms for 10 seconds proximally to the 2.5x20mm stent. The taxus liberte' 2.5x12mm stent was implanted at 16 atms distally. As a result, the lesion was fully stented in the proximal to distal lcx and posterior descending branch of the lcx.